Event description:
Patient wore a 48-hour holter monitor without incident. Upon removal of the electrodes, she noted that her skin appeared to be burned. She returned the monitor to the location and requested to talk with someone. She spoke with a nurse who visualized her skin and made suggestions as to how to care for the site. Patient then saw her primary care physician for complaints of burning at the sites where the holter was connected. Physician gave the patient sterile saline to apply a non-adhesive dressing.